Manufacturer narrative:
Investigation summary when checking the actual product, it was confirmed that a leak was found. Leaks were observed. At the joint between the smart sight connector and the tube, traces of adhesive were observed, but peeling occurred. It should be noted that this product was tested in all past production lots (above jis air-tightness: 150kpa, no water leakage when pressurized for 15 minutes. * sampling test n = 8 pieces). There was not. As a reference, we conducted the same air-tightness test on our stored samples (products stored for each serial number * n = 3) and found no abnormalities. In this event, it was estimated that some excessive load was applied to the bonded part during use, and leakage occurred due to peeling. No anomaly found on DHR.

Event description:
It has been reported that one bd¿ ss ext/1y/mp/std/50cm/ls/pb has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage occurred from the connection of the smart site connector.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. \medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ ss ext/1y/mp/std/50cm/ls/pb has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage occurred from the connection of the smart site connector.